Event description:
It was reported that there were issues with the adjustable pressure limit (apl) during manual ventilation. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that there was continuous lack of apl pressure. Several error codes indicating a pressure related issue and high airway pressure alarms were generated. Our field service engineer investigated the anesthesia system at the hospital and the received service report states that a system checkout were performed repeatedly without any error reports. It was stated that no parts were replaced and the reported issue did not reoccur. A complete set of device logs were received for evaluation. The log evaluation confirmed the reported error codes and alarms but did not conclude the cause of the reported issue. The true cause of the generated error codes and alarms has not been determined.

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 08/06/2019, corrected manufacturing date: 07/01/2020.

Event description:
Manufacturer's reference number: (B)(4).